Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found no physical damage or tampered labels. Function testing and pressure testing were performed and the reported issue was verified. It was observed that there were no signs of power when powering up with a new battery or ac adaptor. It was determined that a faulty micro-processor board caused the observed issues. It was unknown what the cause of the faulty board was due to. Based on the evidence, a root cause was unable to be confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd®-solis hpca pump "blew" due to a faulty ac adaptor. No injury was reported.